Manufacturer narrative:
No device/product will be returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from the outpatient infusion services that a keytruda infusion was initiated at an unspecified rate. The patient called the nurse to the room to report that the tubing set was leaking. Upon assessment, it was found that the tubing set leaked close to the filter on the extension set but not at the connection to the mating device. All connections were tightened and the tubing set was changed. There were no adverse effects caused to the patient from the event. The customer stated that there is no further event information available.